Event description:
Meter was reading inaccurately with control solution and had a cloudy display. Pt's doctor has frequently adjusted hs insulin over the past 4 years. Recently, he has had several instances of hypoglycemia requiring him to call paramedics for assistance. He obtained "a normal" result on the reported meter in the morning; the reading may have been 120 mg/dl. He took 120 units of 75/25 insulin and ate breakfast. At 10:00 am, he felt lightheaded and had blurry vision. He tested with the meter and obtained results of 63 and 70 mg/dl, which was consistent with his symptoms. He drank orange juice and called the paramedics. Emt obtained a result "around 60" on the emt meter and gave the patient oral "instant glucose." He felt better about 30 minutes later when emt obtained a result of 93 mg/dl. He was not taken to the hospital and received no further treatment. The patient reported this incident and other hypoglycemic incidents to his doctor. The doctor decreased his insulin dosage to 80 units in the am and 80 units in the evening. The ccr walked the patient through two, consecutive control soultion tests; the results of 139 and 140 mg/dl fell outside of specs (101-137 mg/dl). The meter and control solution were replaced.